Manufacturer narrative:
Evaluation of system logs and treatment tip has been completed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not a serious injury. Service confirmed damage on the tip membrane along the radio frequency trace. Solta medical has confirmed a low incidence (less than (B)(4)) of patient burns associated with radio frequency trace damage. Based on the available information, the patient¿s blister was most likely caused by damage on the tip membrane along the radio frequency trace. Complaint type identified within risk analysis and performing within anticipated rate. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The thermage tip was used for 900 treatments. The tip passed flow, and leak testing. Tip failed thermistor testing. Tip failed visual testing due to dielectric breakdown was present on the returned tip. Unable to determine if dielectric breakdown contributed to reported issue. No functional test was performed due to e234 (no reps remaining) and to dielectric breakdown being present. Further investigation underway.

Event description:
The user facility in (B)(4) reported a patient sustaining blisters on the check and forehead during a thermage treatment. The incident occurred at 300/900 reps with the highest energy level used 5.5- 2.0. The treatment tip was inspected prior to use and at every 30-50 shots with no anomalies noted. However, smoke with abnormal smell came out of the tip around at 300th reps.